Manufacturer narrative:
This report is filed may 4, 2016. The device is currently unavailable.

Event description:
Per the clinic, the patient experienced a possible loss of osseointegration.

Manufacturer narrative:
Correction; the patient did not experience a loss of osseointegration as previously reported. The implanted device remains. This report is filed july 7, 2016.